Event description:
It was reported that the patient's last successful recharging session was 6 to 12 months prior to the report. It was noted that "an implantable neurostimulator (ins) overdischarge was suspected." It was further noted that this "may be the patient's second overdischarge event." It was noted that the manufacturing representative had a scheduled appointment with the patient. Additional information received reported that the patient had "multiple triple charges since implantation" and needed a replacement ins. It was noted that the patient may not receive a rechargeable battery.

Manufacturer narrative:
Product ID 3986a, lot# n088851, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).